Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's wife reported that there was redness and blood at the stoma site. On (B)(6) 2018, the nurse case manager reported that the patient was placed on antibiotic doxycycline for the stoma infection, and had a CT abdomen scheduled on (B)(6) 2018.